Event description:
The customer reported to baxter (B) (4) that the reservoir ruptured. This condition occurred during pt use in the hosp with ropivacaine hydrochloride hydrate. There was no pt injury and medical intervention associated with this report. No additional info is available.

Manufacturer narrative:
(B) (4). The sample was returned to baxter. A baxter service technician evaluated the device. The reported condition of reservoir ruptured was confirmed. A definitive or assignable root cause was not identified during sample evaluation.